Event description:
Erroneous troponin (accu tni) results that were generated by the synchron lx I 725 instrument. The customer indicated that the pt samples were re-tested at a sister hosp and the results did not correlate with the original tni results. The actual results were not provided. It is unk how many pt samples were affected in this event. Beckman coulter did not receive any reports of change to pt treatment that can be attributed to or connected with this event.